Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip had foreign matter on the syringe. The following information was provided by the initial reporter: material no: 309628 batch no: 9078863. It was reported that a black ring was noticed at the top of the syringe. Event description per attached medwatch report states, "black ring at top of bd 1ml syringe." No further information or samples available. No customer contact information provided on mw report.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6), USA has been used as a default. The initial reporter also notified the FDA. Medwatch report # mw5088421. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip had foreign matter on the syringe. The following information was provided by the initial reporter: material no: 309628, batch no: 9078863. It was reported that a black ring was noticed at the top of the syringe. Event description per attached medwatch report states, "black ring at top of bd 1ml syringe." No further information or samples available. No customer contact information provided on mw report.